Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 450mg/dl on the contour. She reacted by taking 500mg/dl of metformin. Unless her blood glucose is high, she does not take the medication. As soon as she took the medication she started to feel nauseous and her left eye was shaking, so she took a hot bath. Upon getting out of the bathtub she passed out for a couple of minutes. Her daughter help her get up, and immediately gave her orange juice and coffee. She also ate a bowl of white rice and started feeling better. She went to the hospital. Other than the doctor telling her the meter was not working and suggesting she get another one, further information was not provided. Her doctor changed her medication and removed the metformin from her prescription since she could have an allergic reaction to it. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
The customer returned lot number 7dj3b01a.